Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) was not alarming for one patient. The nursing staff heard the bedside monitor (bsm) alarm, but not at the central nurse's station (cns). After some troubleshooting, it was discovered that the alarm cable was not plugged in. Plugging the cable back in resolved the issue.

Event description:
The biomedical engineer reported that the central nurse's station (cns) was not alarming for one patient. The nursing staff heard the bedside monitor (bsm) alarm, but not at the central nurse's station (cns).